Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-jul-2019 with the following findings: during investigation, the cover was crack between corner of lens and case seal. There was a leak due to cracked pump case. There was moisture and moisture corrosion inside all pump: on display, on all boards, on motor flex connector. Battery compartment cracked below bumper pad. Call service 064-0008, 078-0008 alarm observed in black box, alarm history and duplicated. Internal moisture damage near motor flex connector. Due to the moisture, the motor was not working. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that there was a 069 call service alarm. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.